Event description:
A pt was examined with the torso xl coils across the hips. After the examination 2 blisters were seen on the pt's inner thighs.

Manufacturer narrative:
(B)(4). The complaint handling evaluated the information and concluded that the heating incident was a skin to skin heating incident caused by an rf current loop formation between the inner thighs of the pt.